Manufacturer narrative:
Additional information: average group age was used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The decision to report was based on lack sufficient event details. MFR# reference: (B)(4).

Event description:
During the 28th meeting of (B)(6) glaucoma society, the following was reported in a study about stent vs. Ab interno trabeculotomy- a comparative review of effectiveness and complication on stent and ab interno trabeculotomy (lot). In the stent group, it was reported that there was a possibility that the influence on anterior chamber inflammation may be reduced very early following trabecular micro bypass stent procedure. Objective: a comparative review of effectiveness and complication on stent and ab interno trabeculotomy (lot). Conclusion: both the lot group and the stent group were effective early postoperatively. No further details were available for this reported event.